Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer was not performing the air removal steps. Tandem technical support informed customer that not performing air removal step is off label per the tandem user guide. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 300 mg/dl.